Manufacturer narrative:
The device history record were reviewed, and there were no discrepancies or unsual findings.

Event description:
The physician reports that the crystalens tore when attempting to remove the lens from the cartridge after improper loading in the cartridge of the staar surgical lens injector system.